Event description:
The lay reporter/ son lfs italy alleging that his father's one touch ultra easy meter which was given to him at the pharmacy, was set to mmol/l instead of mg/dl. A medical surveillance specialist (mss) sent follow up questions; however, the reporter refused to answer any additional questions. The complaint is being classified based on the initial call. The reporter mentioned that prior to the patient using the meter he developed symptoms of feeling lightheaded and could not walk properly. His physician did not change his regimen due to the alleged issue. The patient had tested on his meter and had obtained 16.2mmol/l and 21mmol/l and was treated by an hcp. The reporter did not want to answer any further medical questions. No further clinical information was provided. It would have been helpful to know what country the patient purchased the meter from, how long the patient may have been using the meter prior to the alleged issue, what treatment the patient received from their hcp and whether or not the patient was tested on the hcp's meter. Product was replaced. The ultraeasy meter is fixed to one uom based on the country and cannot revert to another uom. The complaint is being reported since the reporter mentioned that due to the alleged issue the patient was treated by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) is k061118.